Event description:
It was reported that the patient was hospitalized for a transient ischemic attack (tia). The patient experienced confusion, hemiparesis, facial droop, speech deficit, and the tia resolved without residual deficits. The health care professional advised continuation of anticoagulation. A computerized tomography (CT) scan resulted negative. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: hw29332 was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient experienced a transient ischemic attack (tia), presenting with confusion, hemiparesis, facial droop, and speech deficit. Of note, it was reported that the tia resolved without residual deficits and anticoagulation was continued. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the hvad instructions for use, neurological dysfunction is a known potential complication associated with the implantation of an hvad pump. Based on review of past adverse events for this patient, it was noted that the patient had previously experienced a transient ischemic attack (tia); it was also reported that the patient had a history of hypertension. Possible factors that may have led to this event include, but are not limited to, the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and/or the patient's complex post-operative course. This regulatory report is being submitted as part of a retrospective review and remediation per d00595827 due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.